Manufacturer narrative:
(B)(4). The device passed the displacement test. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had reservoir lip ring damage. The customer¿s blood glucose level was 180 mg/dl. Customer states that the insulin pump was crack and missing pieces on pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. Insulin pump will be returned for analysis.